Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an erroneously elevated troponin (accutni) result, above the ami cut off , generated by the access 2 immunoassay system for one patient that did not match the clinical picture of the patient. Repeat testing of the patient sample on the customer's other instrument reproduced the elevated result while repeat testing of the patient sample on an alternate method produced "normal" results. The results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. The customer reported qc was performing within their established limits on the date of the event. A system check performed by the customer on (B)(4) 2011 passed within instrument specifications. The customer suspects an interferent may be present in the patient sample so they sent in patient samples for customer product line support (cpls) investigative testing. The results of the cpls investigative testing have not been made available to date. Service was not dispatched for this event. A definitive root cause for this event cannot be determined at the present time without the cpls investigative testing results.